Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no unexpected battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 162 mg/dl. The customer stated that, prior to receiving the alarm, she was priming the insulin pump and when she saw drops of insulin coming from the tubing, she tried to release the act button. The act button got stuck and insulin continued to drip from the tubing. She attempted to press the esc button but it did not resolve the issue. She stated that she removed the battery, kept it out for a few minutes, and reinserted it, which caused the device to alarm battery out limit. Keypad issues were reported to occur before the button error alarm. No significant events leading to the keypad issues were noted. Advised replacement of the insulin pump. Nothing further reported.